Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
Patient ID: (B)(6). It was reported that suture placement in the right common femoral artery was done with two perclose proglide devices using the pre-close technique via a 7f sheath hole prior to an interventional navitor transcutaneous aortic valve implantation [tavi]. The sheath was upsized to an 18f sheath and the tavi procedure was completed. Reportedly the suture knots of the proglide devices were successfully advanced to the vessel wall and tightened (worked as intended); however, complete hemostasis was not achieved. The perclose proglide devices did not cause vessel damage. Temporary hemostasis was achieved with a 14f sheath, then a crossover was performed from left femoral to implant the covered stent in the right femoral artery. The covered stent was used to achieve hemostasis. There was no device malfunction and the failure to achieve hemostasis was related to the patient's co-morbidity. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.